Event description:
It was reported that the pt underwent a posterior spinal fixation procedure at levels l2-s1. Approx 2 years post-op the pt reported experiencing pain. X-rays were taken and revealed 2 broken screws at the l2 level. The pt underwent revision surgery, having the hardware removed and new instrumentation implanted at l4-5 due to non-union. No add'l pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.